Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system suite pc was not booting up. Upon troubleshooting, the fse found the issue with suite pc, not powering on and smps fan was not functioning. The supplier's part analysis determined the cause of the suite pc failure was due to faulty psu. To resolve the issue, the fse replaced the suite pc, reloaded software, performed configurations and calibration, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's suite computer was not switching on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.